Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4076 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain, endometriosis, hypermobility syndrome, surgery (breast reduction surgery 2005 colonoscopy polyps (B)(6) 2021 endometrial ablation 2011 hand surgery right 2017 hand surgery left 2016 hemorrhoid surgery 2011, 2015 laparoscopy for endometriosis, but didn't find any: 2009 tubal ligation essure 2011 mastectomy (transgender) bilateral 2020, (B)(6) 2021 transgender nose surgery bilateral (B)(6) 2021 upper gastrointestinal endoscopy (B)(6) 2021. Heartburn, on med wisdom tooth extraction unsure of year between 2001-2006), drug allergy (baclofen, hydrocodone, oxycodone, hydrocodone-acetaminophen, mirabegron, and nickel), hypertension, covid-19 and obesity. Previously administered products included: albuterol hfa, flexeril [cefixime], estriol and hydroxyzine. The patient had a family history of heart disease, unspecified, diabetes, breast cancer and thyroid disorder. Concurrent conditions were listed as pelvic pain female and nickel allergy. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4076 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.293 kg/sqm. [Pathology test] on (B)(6) 2022: surgical pathology report: final diagnosis: bilateral fallopian tubes, laparoscopic bilateral salpingectomy and essure device removal: fallopian tubes with no significant histologic abnormalities. Complete cross sections identified on both slides a1 and a2. Essure device identified on gross examination, gross description: a: bilateral fallopian tubes with essure implants"abnormalities: opened fimbria; loosely coiled essure coils received partially inserted into tubes quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received .medical history & lab data added including pathology test . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4076 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.